Event description:
It was reported that the patient underwent a cervical spine fixation procedure to treat a fracture-dislocation associated with ankylosing spondylitis. It was reported that post-op CT's revealed that the right c2 screw perforated into the spinal canal. A revision surgery was performed 3 days later. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 6958724, 510k # k081297 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.